Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of capture. When the physician attempted to reposition the lead, blood was seen in the lumen. Therefore, the lead was replaced.